Event description:
The recipient was seen in (B)(6) 2015 at approximately 3 months post-op and was doing well. A CT scan in terms of anatomy is unremarkable, a post-op x ray demonstrated good placement of electrode. Per new information received in (B)(6) 2019, there again have been recently fluctuations observed in the in-situ measurements. The recipient additionally reports a humming/buzzing noise that cannot be resolved with reprogramming. The recipient is performing at 70%, prior to the changes in 2015 performance levels were at 90%. Recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00374. For further information please refer to this report.